Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935m62 lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had intermittent capture and the patient's right atrial (ra) lead dislodged, showing no capture and no sensing. Both leads were revised and remain in use. It was noted that the patient developed a hematoma and congestive heart failure. The hematoma was evacuated during the procedure and hemostasis was achieved. No further patient complications have been reported as a result of this event.